Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as unsanitary living conditions due to pets. On the same day, the patient was hospitalized for this event. Treatment for this event was unknown broad spectrum antibiotics (dose, route, frequency and duration not reported). Peritoneal dialysis therapy was discontinued five days prior to onset of peritonitis and patient was started on hemodialysis. It is unknown if the patient has been retrained on aseptic technique. At the time of this report, the patient has not recovered from this event. No additional information is available.